Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to a stago analyzer with an unknown reagent laboratory method. On (B)(6) 2021 the result from the meter at 2:36 pm was 6.6 inr. The result from the laboratory at 12:09 using a venous sample was 4.36 inr. On (B)(6) 2021 the result from the meter at 4:08 pm was 4.2 inr. The result from the laboratory at 2:39 pm using a venous sample was 3.02 inr. On (B)(6) 2021 the result from the meter at 5:02 pm was 5.6 inr. The result from the laboratory at 1:17 pm using a venous sample was 3.79 inr. On (B)(6) 2021 the result from the meter at 2:20 pm was 5.1 inr. The result from the laboratory at 1:07 pm using a venous sample was 3.68 inr. The patient's therapeutic range is 2.5 to 3.5 inr. The patient¿s testing frequency is weekly. Therapeutic decisions have been made based on the laboratory results only.

Manufacturer narrative:
The test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.